Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance received additional information from product analysis laboratory (pal) engineer who stated the following: this complaint was opened in error. The 29.8 deg. C was for heater bag initial temperature recorded during pre-therapy tests prior to initiating rite (return instrument test / evaluation) tests. This is not rite test failure during therapy.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device failed the fluid temperature delivery verification step.